Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for repair. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. Motor does not turn: motor replaced. Protective conductor resistance out of tolerance ¿ motor cable replaced. Damaged parts of the drill mounting mechanism replaced. Defective o-rings replaced. Functional test performed. Functional test. Hipot test completed. Electrical safety test. Safety test checklist enclosed. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of 7 devices was processed without incident and therefore there is no internally assignable cause for the reported problem. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that service was needed because the device doesn¿t turn ¿ jammed motor. There is no patient impact. Issue was found post-operatively. The procedure has been completed.

Manufacturer narrative:
Date received by manufacturer on the initial report should be november 20, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.